Event description:
It was reported that the tip of an asahi sasuke dual lumen catheter had detached during a percutaneous coronary intervention (pci) to treat an acute myocardial infarction (ami) secondary to plaque rapture form the left main through the segment 6 of the left anterior descending artery (lad). After stent deployment in lad, sasuke was used to deliver a guide wire to the jailed left circumflex artery (lcx). After successful wiring to lcx, the physician attempted to remove sasuke with support of ez-keeper exchange catheter when sasuke was found stuck. It was forcibly remove and thus the tip of sasuke detached and remained on the guide wire. A snare was used to successfully retrieve the separated tip. Plain old balloon angioplasty was performed to lcx to complete the procedure. The physician commented that he assumed the balloon of ez-keeper trapped the tip of sasuke. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported sasuke with two non-asahi guide wires were returned for evaluation. Tip separation was confirmed on the returned sasuke. Microscopic observation at the torn end of the tip found that the surface of the outer polymer tube became rough due to ductile stress and a part of the tip remained attached to the tube. The separated tip was approximately 4mm long. The middle of the separated tip was stretched for approximately 5mm. The torn end of the separated tip showed a trace of ductile tearing. The two non-asahi guide wires had no noticeable damage such as a kink that might associated with this event. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip of sasuke. The applied stress would localize and therefore exceed the product design limit when the tip was trapped by the balloon of the concomitantly used ex-keeper. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [precautions]: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunctions and adverse effects]: separation.